Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing elevated blood glucose (bg over 600 mg/dl). Ketones were low. A corrective bolus and insulin pens were used to address bg. The cause of the elevated bg was not known. A healthcare provider (hcp) did not identify ketones as being dangerous and believed the customer may ¿be sick¿. Hcp advised the customer to ¿take insulin¿ and ketones were resolved. A pump system check was performed and no device issues were identified. The contact declined further follow up.